Manufacturer narrative:
On august 6, 2025, photo evaluation was completed as follows: during visual evaluation of the image provided, some bubbles were observed in the gel. However, no rupture was observed. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. The shell wall of the implant is permeable to air, and trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time unless trapped by cured gel. Based on customer feedback and our complaints database, discrete bubbles do not persist in implanted devices, nor are they found in previously implanted devices. The presence of these bubbles is not known to compromise the performance of the device. Through our post-market surveillance process, we have not identified any patient harm associated with bubbles within implanted devices. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 400cc mentor memorygel xtra breast implant being used for a breast surgery ruptured intraoperatively, and with bubbles on the right side. The device was discarded and photos were received. There were no patient consequences or additional information reported.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right bubbles and intraoperative rupture h6 medical device problem code: appropriate term/code not available (a27): bubbles (intraoperative) d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).